Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that after the valve was implanted in an existing surgical bioprosthetic valve, severe central aortic regurgitation (ar) was noted. Four (4) still images and associated angiograms provided with the complaint were reviewed and showed the following based on the reviewer¿s discretion: (1) the transcatheter valve was implanted in a surgical valve in a deep position. Severe aortic regurgitation was confirmed. (2) a post balloon aortic valvuloplasty (bav) was performed. (3) a second transcatheter valve was deployed in the first transcatheter valve (valve in valve) in a shallower position. (4) the second transcatheter valve was deployed 100% in a good position. The provided imaging confirmed that a transcatheter valve was implanted in a surgical valve. The valve was deployed too deep which resulted in severe aortic regurgitation. There were no valve load checks provided and there was no information to confirm the final regurgitation outcome. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, based on the image review, the ar was attributed to the deep implant of the evolut r within the surgical valve. As confirmed by the image review, a post-balloon aortic valvuloplasty (bav) was performed followed by an implant of a second transcatheter valve. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve implanted within a surgical bioprosthetic valve, severe central regurgitation was noted. A post-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon for two inflations of five seconds. Following the bav, central regurgitation remained. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.